Manufacturer narrative:
Concomitant medical devices: another galaxy coil, 3 target coils (details unknown), 5 ed coils (details unknown), an unspecified 8fr sheath introducer, 2 chikai guidewires (asahi intecc, types unknown), 2 fubuki guide catheters (asahi intecc, 8fr/180cm and 6fr/100cm), 2 excelsior sl-10 microcatheters (stryker). Review of lot 16094403 revealed no anomalies that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during coil embolization of a ruptured aneurysm at the patient¿s anterior communicating artery the orbit galaxy (640cf0410/16094403) got stuck in the microcatheter (mc). The procedure was approached from the femoral artery. It was reported that it was reported that a galaxy coil, 3 target coils, 5 ed coils, an unspecified 8fr sheath introducer, 2 chikai (asahi intecc, types unknown), 2 fubuki (asahi intecc, 8fr/180cm and 6fr/100cm), 2 excelsior sl-10 (stryker), a headway (terumo, type unknown), a scepter xc (terumo, type unknown) and a dcs syringe ii (lot unknown) were also used for this procedure. With two excelsior sl 10 mc¿s, the double-catheter technique was conducted to embolize the target aneurysm. The complaint galaxy was used as the framing coil, and inserted into one of the excelsior mc¿s. Although the galaxy reached to the target aneurysm without causing a friction, during the framing process the mc lost position at the aneurysm. The galaxy was safely recovered from the patient, and after the mc was re-positioned the galaxy was re-inserted. However, the physician experienced a severe resistance at 10cm from the proximal end of the mc, and the galaxy could not be advanced further. Since the mc was not stably positioned, the mc was replaced with the headway mc, and the aneurysm was successfully framed with another galaxy (4 x 10, details unknown). Six more coils were added into the target aneurysm, and the procedure was successfully completed with without further issues or delay, and there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to and after the event. There was no unintended detachment of the coil observed. The complained product has already been disposed.